Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient was pre-operatively diagnosed with lumbar l4-l5, l5-s1 spondylosis and stenosis and underwent following procedures: bilateral inferior l4 laminectomy, bilateral superior l5 laminectomy, facetectomy, decompression and foraminotomy for decompressions of bilateral l4 and l5 nerve roots. Bilateral inferior laminectomy l5, bilateral superior laminectomy s1, bilateral medial facetectomy and bilateral foraminotomy for decompression of bilateral l5 and s1 roots. Lumbar transpedicular instrumentation l4 through s1 bilaterally using legacy 6.5 transpedicular screws. Posterior lateral arthrodesis using rhbmp-2. As per op notes ¿rhbmp-2 which had been soaked earlier and a master non compressible matrix was used, the bmp was wrapped around the noncompressible matrix.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.